Event description:
During a heart lung machine procedure, the device was connected to a pt using disposable pacing/defibrillation/ECG electrodes. When the device operator attempted to use the advisory mode to analyze the pt's ECG, the device reportedly displayed a connect electrodes alarm and the ECG analysis was aborted. After changing the disposable pacing/defibrillation/ECG electrodes, the reporter indicated there were no further problems. The pt was not resuscitated. The reporter indicated the pt's outcome was due to pulseless electrical activity and there was no necessity for defibrillation. The reporter indicated there was a 51 second delay until a successful ECG analysis could be performed. The pt was described as a male with dry skin and a lot of chest hair.

Manufacturer narrative:
Medtronic continues to investigate the reported event.